Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and 10f size delivery system was used. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer septal occluder was selected for an implant. During the procedure, there was a cobra deformation on the occluder. Device was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment. No angulation or kink noticed in the delivery system. Device was replaced with a new 22mm amplatzer septal occluder that successfully completed the procedure. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.